Manufacturer narrative:
Unit passed active current measurement and displacement test. Unit received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Due to j6 connector resistance issue. Unit failed sleep current measurement due to unexpected battery power loss and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.